Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer when the catheter is pulled out, the extubation is intermittent and not smooth, and the pulled out tube wall falls off the white skin from the tube wall when it meets the external environment, transparent, hardened, similar to the tube peeling, after the tube is pulled out, there are some white unknown substances still left in the pediatric patient's body, in addition, the puncture port still leaves a transparent material about 3cm long and hardened, the pediatric patient is , wearing the tube for 8 months, is a bone marrow transplant patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed; however, the root cause could not be determined. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed part of a catheter. What appears to be a white, rigid substance was partially peeled off the catheter but was still attached to the catheter shaft. Although an unknown material on the catheter was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the presence of an unknown material. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer when the catheter is pulled out, the extubation is intermittent and not smooth, and the pulled out tube wall falls off the white skin from the tube wall when it meets the external environment, transparent, hardened, similar to the tube peeling, after the tube is pulled out, there are some white unknown substances still left in the pediatric patient's body, in addition, the puncture port still leaves a transparent material about 3cm long and hardened, the pediatric patient is , wearing the tube for 8 months, is a bone marrow transplant patient. No other information was provided.